Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the third device. The device was evaluated and found to be within specification.

Event description:
It was reported that a patient lost three osseospeed tx dental implants two and a half weeks after implantation due to infection and an allergic reaction. The dentist reports that the patient had a burning sensation in jaw and that the gums were inflamed and extremely sore to the touch. These symptoms disappeared shortly after the removal of the implants. The patient has a history of multiple allergies.